Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The determination could not be made that the device failed to meet the specifications. No product was returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16mar2020 b4: (B)(6)2020. The manufacturer¿s international service technician replaced the power management printed circuit board assembly (pm pcba) to address the reported failure. The service technician also identified that the battery could not be charged during service, and so the battery was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13jan2020. B4: (B)(6)2020. The manufacturer¿s international service technician evaluated the ventilator and confirmed the occurrence of diagnostic codes related to 35 volt supply failure, auxiliary alarm supply failure and backup alarm failure. The power management printed circuit board assembly will be replaced once the customer approves the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30apr2020. B4: 04may2020. The replaced power management printed circuit board assembly (pm pcba) was returned for failure analysis. It was determined that the r31 solder crack was open, not making contact with the trace on the pm pcba, which caused the occurrence of the diagnostic codes related to 35 volt supply failure, auxiliary alarm supply failure, patient circuit occluded, and backup alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16dec2019.

Event description:
It was reported that the ventilator annunciated several alarms, stopped providing air flow and could not be turned off during testing. There was no patient involvement.